Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the physician used a medtronic product during a coronary procedure and the patient developed stent thrombosis. It was reported that the outcome of the event was death.